Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of dizziness. It was determined the ventricular lead had fluctuating thresholds and the patient is pacemaker dependent. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2004. (B)(4).